Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 5132443.

Event description:
It was reported that the patient was experiencing ineffective therapy. The patient underwent an explant procedure wherein the leads were removed. The explanted leads were discarded.